Manufacturer narrative:
G5:510(k)#: k102985. B4: 06aug2021. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The cpu board needs to be replaced to resolve the reported problem. No repairs were completed by the pse as the customer canceled the following repair. Therefore, the device was returned unrepaired. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
The customer called into technical support (ts) reporting that the device¿s "check vent: backup alarm failed" sounded and that the unit was already replaced with a backup v60. The unit kept operating at the time of the event. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was switched out with a different device to use on the patient. No medical intervention provided to the patient nor a delay was noted due to this failure.